Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is slightly violet and had developed mild myopia. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. At the consumer's request, the surgeon was not contacted. (B)(4).